Manufacturer narrative:
The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
It was reported during surgical intervention for lead replacement (reference mdrs # 1627487-2017-04621, 1627487-2017-04622 & 1627487-2017-04623), the patient's scs system extension broke as the physician was attempting to remove it. Reportedly, the physician was only able to remove part of the extension and the rest remained implanted.